Event description:
It was reported that a patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to an infection near the scrotum. A patient outcome of fully recovered was reported.